Manufacturer narrative:
The field service representative found there was an electronic failure of the sodium electrode as the ise module was not conditioned/activated. Corrective maintenance was performed and the ise was checked for fluidics flow. The ise was activated/conditioned with activator. An ise check, calibration, and controls were acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received analyzer alarms and questionable ise indirect gen.2 results for one patient from the cobas 6000 c501 analyzer serial number (B)(4). The initial sodium result was 121 mmol/l and the initial chloride result was 137 mmol/l. These results were reported outside of the laboratory. The sample was retested on another analyzer and the repeat sodium result was 140 mmol/l and the repeat chloride result was 103 chloride mmol/l. The electrode lot numbers and expiration dates were requested but were not provided.